Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has been returned for evaluation, but the failure analysis testing has not yet been completed.; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted post engineering evaluation or if additional information is received. This complaint is being reported based on the following conclusion: it was alleged that the monopolar curved scissors instrument moved with unintuitive motion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the monopolar curved scissors (mcs) instrument did not move as it moved on the console. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The issue occurred while the surgeon¿s head was inside the surgeon console¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument. During the middle of the procedure, the instrument did not move as intended persistently. The timing of instrument movement was appropriate with no shakiness and/or friction. There were no external collisions nor issue with the arm. It was not an instrument-to-instrument or system arm-to-arm interference. The drape would not be returned. The customer confirmed that no fragment fell inside of the patient. There was no patient injury/harm. The procedure was completed with a backup instrument. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mcs instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. However, the instrument¿s grip tips were not moving intuitively. The grips did not open and close properly. The instrument was not fully functional and did not follow the master tool manipulator (mtm) commands smoothly. The probable root cause of this reported issue is attributes to component failure. Additional observations that were not reported by the customer were also identified. The instrument was found to have a broken grip cable at the distal end. Common causes of the failure mode broken - distal instrument grip cable are attributed to component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The broken grip cable fragment was not visible upon visual inspection. The main tube a distal end was separated but no signs of the broken cable were found. The instrument was found to have a grip cable dislodged at the proximal end. Common causes of the failure mode dislodged grip cable at the proximal end are attributed to component failure. The complaint regarding unintuitive motion was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.